Event description:
It was reported the pt experienced difficulties initiating communication between the ipg and external devices. Replacement external device were used to no avail. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.